Manufacturer narrative:
Summary of evaluation. The root cause of the investigation is not confirmed because the implants and pt medical records associated with this event were not returned to stryker orthopaedics for evaluation. This is a legal product complaint. All communication and requests for additional information are handled by the stryker legal affairs department. Should additional information become available, it will be submitted in a supplemental report. Device history review showed no reported discrepancies. Other device reported in this event: lot#unk, cat# unk, description: howmedica/osteonics trident psl acetabular shell.

Event description:
It was reported that: "it was reported through the attorney for the pt, as a result of a legal claim, that the pt underwent a left hip replacement on (B)(6) 2007. It was further alleged that, "on (B)(6) 2007, the product failed requiring a revision on (B)(6) 2007." It was further alleged that, on (B)(6) 2007, the device failed again requiring revision on (B)(6) 2007."